Event description:
The complaint reported that the patient had undergone the therapeutic procedure of the having an enteral feeding device that had been placed about a month previous. During the flushing of the catheter,the j-tube detached from the while connector. The clinician replaced the device with another enteral feeding device. The complaint indicated that there was no adverse affect on the patient as a result of the reported problem,